Manufacturer narrative:
After battery installation, unit received with a blank display, problem isolated to pcba2. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Unit had label damage, cracked battery tube threads, cracked case corner of belt clip rails, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unit p-cap / test reservoir does not lock in place properly. (B)(4).

Event description:
On (B)(6) 2021 21:35:15 pst ice batch user (B)(6). Complaint: (B)(4). Complaint status: order creation. Mdt initial contact: (B)(6). Taken by: (B)(6). Initial notes: patient called in, because the pump its broken inquired what led up to the complaint. Customer response: at home bumped/dropped/cosmetic damage t/s per (B)(4). Adv to d/c from the pump. Is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp: no customer states the pump has been dropped. Details of pump being dropped: on the floor. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. Type of damage is: crack. Damage occurred: drop the pump. Location of the damage is: back of the battery side . Did customer report out-of-box damage: no is the physical damage to the pump's retainer ring: no did damage occur while using a silicone case: no adv courtesy silicone case will be shipped. Expl we will be able to replace the pump this time but we may not be able to replace for damage another time. Was damage to pump caused by the customer and/or by normal wear and tear: no adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Reviewed pump care best practices with the customer. Customer's outcome pertaining to the complaint: will wait for local office contact or replacement ship: 1 pump/return: 1 pump. Pump mmt-1755k 630g sn: (B)(4) from: 07/10/2017. Country: (B)(6). Input date: (B)(6) 2021. Warranty start: 07/10/2017, warranty end: 07/10/2021. Batch - ng1424307h.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.